Event description:
It was reported that the patient was seen in the emergency room with shortness of breath. The device was found to be at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was seen in the emergency room with shortness of breath. The device was found to be at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.